Event description:
A user facility reported that the haptic of the intraocular lens (iol) broke / bent in the iol delivery system. It was reported that there was no pt impact associated with this event.